Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reporetd that patient faced infusion set leaking from site on (B)(6) 2024. The infustion set was in use for 1-2 days. Blood glucose levels reported during the event were between 300-400 mg/dl patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).